Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets were disconnecting. This was further described by the customer as, the luer that would connect to the patient¿s IV (intravenous) line ¿had a wider cone shape tip¿ as compared to other sets. This was identified during patient use. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
One actual and one companion sample was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed to both samples which included connecting the samples to an in-house one-link device; both samples were able to be connected. In addition, an underwater leak test was performed and no leak or disconnection was observed. Both samples passed the iso gauge test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.